Event description:
The customer contacted baxter's service center reporting an alarm during drain 2 of 4 on the homechoice (hc) and the care giver (cg) stated that the home patient (hp) woke up and realized that she had become disconnected from the patient line (this medwatch is covering the transfer set disconnection). The hp had reconnected and the cg stated that there was air in the patient line. The technical service representative (tsr) assisted with ending therapy. The hp disconnected using aseptic technique. The cg would notify the hp's peritoneal dialysis registered nurse as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. A 510(k) number will not be provided in the MDR as the product code and lot number of the transfer set are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation.